Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred; cause unknown. The customer's blood glucose level was 459 mg/dl. Reportedly, the customer changed supplies and successfully resumed insulin therapy.